Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead noise, loss of capture and low, out of range pacing lead impedance were observed. The patient was asymptomatic. Insulation anomaly and lead fracture was suspected. The lead was explanted and replaced.